Event description:
The customer reported via phone call that they were experiencing hyperglycemia and went to diabetic ketoacidosis. The blood glucose was found to be 500 mg/dl. Customer was using auto mode or not was unknown. Troubleshooting was performed. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.